Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 288 mg/dL.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.